Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at about 2am for a low blood glucose level of 40 mg/dl. The customer was assisted with assisted with trouble shooting and found that the time and date was incorrect on the pump. The customer was informed about the impact the settings can make on the functionality of the insulin pump. The customer was assisted with reprogramming the pump and was advised to monitor the insulin pump for any future issues. No further information was provided.